Manufacturer narrative:
Analysis of the lead guidewire ((B)(4)) found the stimulation guidewire coil to be stretched.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) reported through a manufacturing representative (rep) that during a lead revision when the stylet was used to clear a path in the epidural space and the doctor pulled it back out, the stylet uncoiled. The doctor removed the needle and everything together. It was unknown what led to the event, or if troubleshooting was performed. Two surgeons tried to place a new lead more to the left and it was very difficult due to her anatomy, but it was placed. The patient was noted to have a very scoliosised spine. It was later reported by the rep that the implanted leads were the same, and they just placed a new stylet in each one. The doctor was going to have an MRI done because the patient's spine was so difficult for him and another doctor when they both tried placing the lead on the left. The device was returned to the manufacturer but analysis had not been completed yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.